Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: capsular contracture, baker grade 3.

Event description:
Sales rep reported, on behalf of physician, left side capsular contracture, baker grade iii. Device remains implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, g2, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: deformation observed on the device. White particle observed on the device. No further actions are required as the device was implanted.

Event description:
Sales rep reported, on behalf of physician, left side capsular contracture, baker grade iii. The device has been explanted and replaced.